Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: the battery compartment is cracked near top right corner of grip pad. The display is dim, purple. Unable to tighten test battery cap, due to crack causing separation of battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.